Event description:
Boston scientific received information that this pacemaker and the competitive right ventricular (rv) lead exhibited loss of capture at 6.5v @ 1.0ms. The rv pacing impedance measurement was normal, while the r-wave measurements had decreased. The patient¿s pacing rate was 14%, so the patient received a holter monitor. The physician will determine whether a replacement procedure or device reprogramming will be performed. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the device and competitive lead remain in service. This report will be updated when additional information is received.